Event description:
It was reported that this right ventricular (rv) lead exhibited gradual shock lead impedance out of range. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) 3 rounds of inappropriate anti-tachycardia pacing (atp) and 06 inappropriate shock(s) due to an episode of sinus tachycardia. The device experienced therapy exhaustion. The lead remains in service. No adverse patient effects were reported.